Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter separated. The lesion being treated was a 90% stenotic lesion in the right coronary artery (rca). The following devices were used in the procedure: a zeon 7f introducer sheath, a launcher 7f al1sh guide catheter, a runthrough, a rinato, and a grand slam guidewire, a ryujin plulse 2.0x15mm, a maverick2 2.0x15mm and a prestage maguna 1.5x15mm balloon catheter, a cypher 2.5x18mm and a pixcel 2.8x18mm stent, and an everest inflation device. Other devices used in the procedure were multifunction probing catheter, goose neck and extension wire. Sequence of events was reported as follows: a runthrough was placed in the 4pd and a rinato was placed in the 4av. Ivus was performed after dilation with a ryujin pulse in the 4pd, but the non-uniform rotational distortion (nurd) was strong and diagnostic imaging was unsuccessful. A cypher was attempted to be deployed, but it was unable to cross the lesion. The cypher was attempted to cross the lesion several times after dilatation with a ryujin pulse but was unsuccessful. The cell of the cypher was raised and fluffed, a grand slam was crossed with a multifunction probing catheter. The cypher was unable to cross the lesion again. The physician confirmed the guidewire was not intertwined. He attempted to dilate the lesion with a maverick2 monorail ptca catheter and pull the balloon, but the hypotube was separated. The balloon was left at the lesion, a pacing catheter was placed and the physician attempted to retract the balloon with a goose neck snare. The good neck snare was unable to be inserted into the coronary artery, therefore, he dilatated the guide catheter, pushed the guidewire and the maverick2 monorail ptca catheter's balloon with a prestage magna balloon catheter, and they were withdrawn together. After changing the guide catheter to jr4sh, the guidewire crossed the lesion, a pixcel was attempted to be deployed, but it was unable to cross the lesion. The lesion was dilated with prestage magna and poba was complete. After the maverick2 monorail ptca catheter was retrieved, the physician visually checked the device. The catheter exhibited a kink on the hypotube located 80 centimeters from the distal tip. The cut area was very sharp, not like a squashed separation by kink. There were no patient complications, but blood pressure decreased and a blackout occurred during procedure. The procedure was not completed.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.